Manufacturer narrative:
E1: full name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device loop was broken during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device was not in accordance with the specification. The root cause could not be identified. Based on the results of the investigation, reported event was confirmed in the visual inspection confirmed that the tip of the electrode had melted olympus will continue to monitor field performance for this device.